Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose level ranged from 74 mg/dl to 507 mg/dl. The customer stated that the high blood glucose levels were due to sensor glucose value versus blood glucose value event. The insulin pump will not be returned for analysis.